Event description:
As noted in the publication by hans et al paraplegia after aortic and superior mesenteric artery stenting for occlusive disease, annals of vascular surgery 28 (2014) 492.e17-492.e19; following percutaneous recanalization and implantation of a 6x15mm balloon expandable genesis stent in the superior mesenteric artery (sma) this patient suffered paraplegia. A (B)(6) woman presented with recurrent abdominal pain, weight loss, and diarrhea related to chronic mesenteric ischemia in december 2009. Her medical comorbidities included hypertension, chronic obstructive pulmonary disease, hyperlipidemia, and end-stage renal disease on hemodialysis program. Her previous surgical history included an aorto-bifemoral graft for aortoiliac occlusive disease in 1987. A computed tomography angiography scan revealed a 3.8-cm anteroposterior diameter suprarenal aaa with extensive mural thrombus. In addition, there was evidence of 50% stenosis of the celiac artery, 80% stenosis of the origin of the sma, and known inferior mesenteric artery occlusion. An upper and lower gastrointestinal endoscopy did not reveal any source of abdominal pain. On (B)(6) 2009, the patient underwent sma stenting via the right femoral limb using a dacron graft (dupont). Access via the left arm was not attempted because of the presence of an arteriovenous graft with a history of multiple revisions used for hemodialysis. The sma was engaged with a vs1 (cook) catheter. After systemic heparinization, pre-angioplasty was performed using a 6-mm x 2-cm optapro balloon catheter (cordis). The short 5-french sheath was replaced by 45-cm 5-french cook sheath. A 0.014-mm, 190-cm long bmw wire (abbott) was advanced into the distal portion of the sma and a balloon expandable 6-mm x 15-mm genesis stent (cordis) was deployed.

Manufacturer narrative:
As noted in the publication by hans et al paraplegia after aortic and superior mesenteric artery stenting for occlusive disease, annals of vascular surgery 28 (2014) 492.e17-492.e19; following percutaneous recanalization and implantation of a 6x15mm balloon expandable genesis stent in the superior mesenteric artery (sma) this patient suffered paraplegia. A (B)(6) woman presented with recurrent abdominal pain, weight loss, and diarrhea related to chronic mesenteric ischemia in (B)(6) 2009. Her medical comorbidities included hypertension, chronic obstructive pulmonary disease, hyperlipidemia, and end-stage renal disease on hemodialysis program. Her previous surgical history included an aorto-bifemoral graft for aortoiliac occlusive disease in 1987. A computed tomography angiography scan revealed a 3.8-cm anteroposterior diameter suprarenal aaa with extensive mural thrombus. In addition, there was evidence of 50% stenosis of the celiac artery, 80% stenosis of the origin of the sma, and known inferior mesenteric artery occlusion. An upper and lower gastrointestinal endoscopy did not reveal any source of abdominal pain. On (B)(6), 2009, the patient underwent sma stenting via the right femoral limb using a dacron graft (dupont). Access via the left arm was not attempted because of the presence of an arteriovenous graft with a history of multiple revisions used for hemodialysis. The sma was engaged with a vs1 (cook) catheter. After systemic heparinization, pre-angioplasty was performed using a 6-mm x 2-cm optapro balloon catheter (cordis). The short 5-french sheath was replaced by 45-cm 5-french cook sheath. A 0.014-mm, 190-cm long bmw wire (abbott) was advanced into the distal portion of the sma and a balloon expandable 6-mm x 15-mm genesis stent (cordis) was deployed. Completion angiography revealed no residual stenosis. The patient became confused and was unable to lift her legs from the bed. Sensation to vibratory stimulus was intact. A magnetic resonance imaging scan revealed a focal ischemic signal in the conus medullaris. The patient showed some improvement in her paraparesis but was essentially confined to a wheelchair for the ensuing 16 months. The patient had multiple admissions to the hospital for recurrent pulmonary and urinary tract infections. In (B)(6) 2011, the patient was placed under hospice care and died a few days later. The products were not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Spinal cord ischemia is a result of reduced blood flow to the spinal cord which is supplied by the anterior spinal artery and the paired posterior spinal arteries. This condition may be associated with arteriosclerosis , trauma, emboli, diseases of the aorta, and other disorders. Prolonged ischemia may lead to infarction of spinal cord tissue. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Completion angiography revealed no residual stenosis. The patient became confused and was unable to lift her legs from the bed. Motor strength in the right lower extremity was documented as follows: psoas major, 1/5; quadriceps femoris, 4/5; and anterior tibial muscles, 2/5. Motor strength in the lower left extremity was documented as follows: psoas major, 2/5; quadriceps femoris, 4/5; and anterior tibial muscles, 2/5. Sensation to vibratory stimulus was intact. A magnetic resonance imaging scan revealed a focal ischemic signal in the conus medullaris. The patient showed some improvement in her paraparesis but was essentially confined to a wheelchair for the ensuing 16 months. The patient had multiple admissions to the hospital for recurrent pulmonary and urinary tract infections. In (B)(6) 2011, the patient was placed under hospice care and died a few days later. Concomitant devices: dacron graft (dupont), 6-mm x 2-cm opta pro, bmw wire, 45cm 5-french cook the product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.